Manufacturer narrative:
This foreign report is being submitted (B)(4), for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using (B)(6), for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush snapped at the handle which dug into the gums of consumer and caused bleeding and painful cuts on gums. The action taken with the device and outcome of the events were unknown. This report had non-serious events. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
(B)(4), for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(4) 2013 from a consumer (age and gender unspecified) reporting on self from the (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush snapped at the handle which dug into the gums of consumer and caused bleeding and painful cuts on gums. The action taken with the device and outcome of the events were unknown. This report had non-serious events. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The consumer experienced cut on upper gum. After an unspecified duration, the cut on upper gum resolved. The lot number of device was updated from unspecified to 20512sg2. This report remains non-serious. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of device was updated from 20512sg2 to 05112sgm2. The returned sample was received from the consumer on (B)(4) 2013. Based on quality investigation, the tufts of the claimed light blue sample were deformed with a high level. The handle breakage was at the thinnest point of the handle. The handle cracked in this area because of the compression force and the geometry in the long axis. The handle was completely broken off. Probably it had been separated after it cracked by the consumer. Ordinary wise the two parts kept still fixed by tpe-mold. A test requirement to pass the validation and device specification was overbend test to solve medical complaints. During this overbend test, no toothbrush was broken. Johnson and johnson got the same result with a similar test that was a base for device release. The claimed toothbrush had been manufactured according to the specification. The change of the basic handle material from moplen (polypropylene) to domolen (polypropylene) to increase the handle flexibility had been validated and released in (B)(4) 2012. No manufacturing error had been detected. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush snapped at the handle which dug into the gums of consumer and caused bleeding and painful cuts on gums. The action taken with the device and outcome of the events were unknown. This report had non-serious events. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of device was updated from unspecified to 20512sg2. This report remains non-serious. This report remains a reportable malfunction case in the united states. The action taken with the device and outcome of the events were unknown. This report had non-serious events. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4), for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush snapped at the handle which dug into the gums of consumer and caused bleeding and painful cuts on gums. The action taken with the device and outcome of the events were unknown. This report had non-serious events. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The consumer experienced cut on upper gum. After an unspecified duration, the cut on upper gum resolved. The lot number of device was updated from unspecified to 20512sg2. This report remains non-serious. This report remains a reportable malfunction case in the united states.